Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Batch # unk. Additional information was requested and the following was received: what was the indication for surgery? No further information will be available. What was the procedure? Semi-open colectomy no further information will be available. How was the post-op bleeding identified? The patient visited the hospital again for anemia. Endoscopic inspection was done and the anastomosis bleeding and ulcer at anastomosis were found. How was the post-op bleeding addressed? The patient was admitted to the hospital again and the transfusion was performed. Was the site of the post-op bleeding identified? Endoscopic inspection was done and the anastomosis bleeding and ulcer at anastomosis were found. How many days postoperative was the bleeding identified? 2 weeks after. No further information will be available. What was the total estimated blood loss (ml)? It is unknown. No further information will be available. Was a transfusion required? The blood transfusion was performed. No further information will be available. What was the pre and postoperative anti-coagulant and pain management protocol? No further information will be available. Was the bleeding intraluminal or extraluminal? No further information will be available. What was the color cartridge used throughout the procedure? The gst60b was used on 1st to 3rd firing, and gst60d and slr were used at the 4th firing at feea. No further information will be available. Were there any issues with staple formation throughout the procedure at the site of the bleed? No. What is the current patient status? Still hospitalized. No further information will be available. Could you please provide a time of event between the initial surgery and reoperation? No reoperation. Was the staple line reinforcement material used for the creation of the common channel or for the closure of the anastomosis? No further information will be available. Could you provide clarification about what devices were used on what anatomical structures in each of the surgical procedures? No further information will be available. What is meant by ¿similar issue had been occurred when it was performed on the other organ¿? It is the surgeon's experience. Normally this kind of the issue doesn't occur because the surgeon performs it in hand suture, but he has similar experience when he was doing the machine operation to the other organ. No further information will be available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was that two weeks after a semi-open colectomy, the patient got anemia. There was an ulcer was found at the anastomosed site, and it was bleeding. The patient was hospitalized, and blood transfusion was performed. Small bowel resection and colectomy was performed with gst60b, small bowel and colon anastomose was performed with gst60b. The mesentery was clamped, and oozing occurred. The compression hemostasis was performed with the gauze. The gst60d and slr was used to anastomose, and the operation was completed. The gst60b was used on 1st to 3rd firing, and gst60d and slr were used at the 4th firing at feea. The post operating bleeding occurred from where the 3rd firing was performed.